Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During suturing the scalp wound for the patient, the suture broke while knotting. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information was requested, and the following was received/but unavailable: can you identify the product code of the faulty suture used? Can you identify the product lot number of the faulty suture used? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.